Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the broviac cv catheter repair kit, single-lumen, white, 4.2f products that are cleared in the us. The pro code and 510k number for the broviac cv catheter repair kit, single-lumen, white, 4.2f products is identified in d2 and g4. H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one broviac s/l repair kit catheter was returned for evaluation. Functional, gross visual, tactile and microscopic visual evaluations were performed. A complete circumferential break was noted on the distal end of the catheter. The edges of the complete circumferential break on the distal end of the catheter were noted to be uneven. The surface was noted to be granular. What appeared to be a small bubble was observed on the catheter body during infusion and a small leak on the catheter body, proximal to the distal end of the splice sleeve was observed. It appeared to be a pinhole. Liquid was also observed within the splice sleeve. Therefore the investigation is confirmed for the reported leak, air bubbles and identified material puncture issue. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiry date: 07/2025), g3, h6 (device). H11: h6 (method, result, conclusion). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that approximately two weeks post a repair kit placement, a leak was allegedly found at the outlet of the repair sheath. It was further reported that air bubbles were allegedly present in the sheath and were appeared to be trapped in the glue. Reportedly, the catheter was removed. There was no reported patient injury.

Event description:
It was reported that approximately two weeks post a repair kit placement, a leak was allegedly found at the outlet of the repair sheath. It was further reported that air bubbles were allegedly present in the sheath and were appeared to be trapped in the glue. Reportedly, the catheter was removed. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4: has not been cleared in the us but is similar to the broviac cv catheter repair kit, single-lumen, white, 4.2f products that are cleared in the us. The pro code and 510k number for the broviac cv catheter repair kit, single lumen, white, 4.2f products is identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. D4: (expiry date: 07/2025). H11: section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.